Event description:
The device became inoperative, while on a pt, with error code kb0033. There was no pt harm or change in therapy as a result of the malfunction. The customer support engineer (cse) inspected the device, verified the error code and replaced the analog interface pcb, inspiratory pcb, and solenoid 1. The unit then passed extended self testing.